Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump, following a no delivery alarm. The customer's blood glucose was 312 mg/dl at time of the report and 193 mg/dl upon receipt of the motor error alarm. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She removed the battery and after the second time, stated the insulin pump was running well. It was advised to discontinue use and revert to a back-up plan. Customer also stated there was damage to the battery cap and a scratch across the insulin pump screen. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.